Event description:
During the procedure the pliers used to bend dental band broke at the tip on one side, while in the patient's mouth. The surgeon examined the oral cavity to assure no metal was seen. Oral cavity also flushed out with water. No metal instruments tip found. Patient discharged home without issues.